Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was informed to call back if the malfunction code recurred, after which the customer acknowledged this guidance and continued using the pump.